Event description:
Complainant alleged that during biomedical dept's routine testing and preventative maintenance of the device, the device displayed a bright dot on the monitor screen and the defibrillator assembly and the strip chart recorder would not function. The complainant indicated that there was no pt involvement in the reported failure.